Event description:
It was reported that while using the surgical fiber during a prostate procedure, significantly diminished tissue vaporization efficiency was observed at 90,808 joules of use. The case was completed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap remains intact and attached; exhibits a drilled through condition. The fiber cap shows bending at the cap open end. The fiber cap region exhibits devitrification and melted glass. The fiber shows severe burnt detritus; fiber shrink tube and fiber jacket are melted. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition could also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause that contributed to the failure is suspected to be heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure, limiting the performance of the fiber.